Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 179 mg/dl and sensor glucose was 56 mg/dl at the time of the incident. The sensor glucose level that triggered the suspend event was 64 mg/dl. The customer¿s blood glucose level was 280 mg/dl at time of the incident. The customer¿s current blood glucose level was 170 mg/dl. The customer's other relevant blood glucose level was 280 mg/dl. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.